Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) site was swollen, red, tender to the touch and there is a scab along the site with drainage. The patient was treated with intravenous antibiotics and a wound debridement was performed. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported the patient was a participant in the (B)(6) clinical study. The information provided that the wound was cleansed and noted it was a superficial infection that had not penetrated the subdermal level and had not affected the pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(4),2013; 439888, implantable pacing lead, implanted: (B)(4),2013; 6 947m62, implantable tachy lead, implanted: (B)(4),2013. (B)(4).